Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unknown access set disconnected from a chemotherapy bag. The reporter stated that the spike ¿seemed to just fall out of the bag after it was hung.¿ the step in the process during which this occurred is unknown. There was no report of patient injury or medical intervention associated with this event. Some of the chemotherapeutic drug contacted the nurse; however, there was reportedly no injury to the nurse. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.